Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12aug2019. The manufacturer¿s international service technician confirmed the reported pressure accuracy issue and confirmed the reported oxygen flow issue. The manufacturer¿s international service technician replaced the data acquisition (da) pcba and replaced the gas delivery system (gds) to address the reported problems. During further investigation (fi), the data acquisition (da) pcba was tested and no failures were identified. The returned gds system was tested with no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician encountered that the pressure accuracy test (pvt test 4) and oxygen flow accuracy test (pvt test 6) were out of tolerance. There was no patient involvement.